Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. It was reported that the device insertion and deployment were without incidence. Upon withdrawal of the needles it was noted that only the link suture was visible with no distal cuff present. Then during demonstration of the device with the registrar assisting the case, it was noted that the posterior foot was missing. The physician was informed. Fluoroscopy was then performed and no pieces of the foot were visible. Due to limitations of the equipment being used, further studies of the pt's "peripheries" were not able to be peformed. The pt's pedal pulses were checked and appeared "normal". Closure was achieved with manual compression. There were no reported adverse pt effects.